Manufacturer narrative:
Initial reporter phone# (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a defect occurred with a bd plastipak¿ 10ml syringe slip tip. The following information was provided by the initial reporter, "syringe is deformed, molten-shaped plunger. Information received by email on 4/25/2019: the incident was noticed before the use. There was no damage to the patient/health professional."

Manufacturer narrative:
Investigation: DHR, quality notification and maintenance analysis were performed and no occurrence potentially related to the issue was observed. The image and sample sent by the customer were verified and it was possible to observe stopper with assembly failure. The probable cause for the occurrence is related to failure at stopper assembly station.

Event description:
It was reported that a defect occurred with a bd plastipak¿ 10ml syringe slip tip. The following information was provided by the initial reporter: "syringe is deformed, molten-shaped plunger. Information received by email on 4/25/2019: the incident was noticed before the use. There was no damage to the patient/health professional."